Manufacturer narrative:
(B)(4). The homechoice was returned and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient experienced an increased intra-peritoneal volume (iipv) event (indicating that the patient drain volume exceeded 160% of the maximum prescribed cycle fill volume). The patient stated that they disconnected from the homechoice device and when they came back to the device, it read ¿power restored¿ in drain 5 of 5. The technical service representative (tsr) reviewed the drain volume (dv) which equaled 38769ml. The tsr assisted the patient with ending the therapy and reviewed the therapy settings, therapy log, and ultra filtration (uf) per cycle. The patient inquired about whether pressing buttons could have caused the dv to be so high. The tsr explained that the dv should be from what the patient actually drained, so pressing buttons should not have affected the logged dv. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). The hc passed both the rite functional and electrical testing. The external/internal inspection was performed and the device passed. The hc was determined to meet product specification related to the reported problem. The report of an excessive drain amount was confirmed during a review of the event history log and identified as an increased intra-peritoneal volume (iipv) event. The patient reported that they had disconnected due to an unrelated emergency and returned several hours later to find the hc displaying a high drain amount. The log review verified that the patient did disconnect from the hc for approximately 5 hours without properly stopping the therapy. It was determined that this use error allowed for the device to continue recirculating the fluid, leading to the excessive drain number. The ¿homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device has instructions on the steps to properly disconnect from cycler during an emergency (following emergency disconnect procedures). A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.